Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient experienced infusion set tubing pulled which led to leakage and tube detachment event on (B)(6) 2026. The infusion set was in use for four days. The site of insertion was on abdomen.